Manufacturer narrative:
Unit passed displacement, and self tests. No pump error 53 was noted during testing; however, pump error 53 is found in the pump history file due to a software error

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer¿s blood glucose was 53 mg/dl at the time of the incident and was treated with orange juice. The customer¿s other blood glucose was 163 mg/dl. The customer reported that the insulin pump had an insulin pump error alarm. The customer stated that they kept getting pump errors and they had to reset the insulin pump. The customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.